Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing the uterus. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.